Manufacturer narrative:
(B)(4). Source report: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, it was detected that the product was thread past and surgeon made much effort to insert the acetabular component in the patient. No adverse consequences were reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the positioner was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the positioner was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.